Event description:
Device malfunction: stent dislodged. Time of malfunction: during the procedure. Symptoms/ae: device embedded in vessel. Time of symptoms/ae: during the procedure. It was reported that the stenting procedure was difficult due to multiple lesions in the left iliac artery and strictures present in the iliac horn. The sds was unable to cross the lesion. Force was applied to push the sds. The sds became lodged in the lesion and the sds began to bend. The sds was pulled back to remove as a complete unit. When pulled back, the stent came off the balloon proximal to the target lesion. An attempt was made to push the stent distally with a dilation balloon to cover the target lesion; unsuccessfully. The stent was implanted at the dislodged site. The procedure was completed with a non-abbott stent, after the vessel was predilated with an agiltrac balloon. Reportedly, the stent dislodgement was due to the difficulty patient anatomy. No additional information available.

Manufacturer narrative:
The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.